Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The relevant sections of the device history records for (B)(4) and the percutaneous lead were reviewed. (B)(4) was dispositioned use as is. Lvad (B)(4) initially failed burn-in testing and rework action included assembly of the lvad for functional testing, and performing burn-in testing. Burn-in passed testing, and the final assembly was continued. (B)(4) failed hq testing for inaccurate flow estimation. The rotor was suspected to be the point of cause for failing the test. Rework action included issuing, installing, and testing the lvad with a new rotor and performing assembly steps and all testing. Otherwise, no deviations from manufacturing or quality assurance specifications were noted. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a major infection and was admitted to the hospital. The patient was reportedly symptom-free and stable. Laboratory chemistry showed moderate c-reactive protein elevation and leukocyturia. However, the values were regressive. No pulmonary infiltrates could be determined by x-ray. There was no evidence of urinary tract infection in the urine status. There were no signs of an acute infection in the area of the percutaneous lead exit site. The source of the infection was reported to be unknown. Treatment was conservative and inflammation parameters decreased without antibiotics. No cultures were taken. No further information was provided.